Event description:
It was reported that the artificial urinary sphincter (aus) was explanted due to fluid loss. It was noted that there was a leak in the tubing near the reservoir and the device stopped working. The aus was removed and replaced. There were no patient complication reported.

Event description:
It was reported that the artificial urinary sphincter (aus) was explanted due to fluid loss. It was noted that there was a leak in the tubing near the reservoir and the device stopped working. The aus was removed and replaced. There were no patient complication reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned artificial urinary sphincter (aus) components underwent a thorough analysis. Two cuffs were returned. The first cuff was inspected, and no abnormalities were identified. This cuff passed the leak testing. During microscopic analysis of the additional cuff, a cuff shell tear was observed. The tear was indicative of contact with a sharp instrument or tool. This cuff did not pass the leak test performed. Upon examination of the balloon, a tear consistent with sharp instrument damage was found in the kink resistant tubing (krt) and the balloon did not pass the leak testing performed. The pump did not show any signs of abnormalities and passed the leak testing performed. Based on the information available, the reported observation most likely were related to unintended use error.

Event description:
It was reported that the artificial urinary sphincter (aus) was explanted due to fluid loss. It was noted that there was a leak in the tubing near the reservoir and the device stopped working. The aus was removed and replaced. There were no patient complication reported.